Event description:
It was reported that the handpiece has a bent drill guide. The handpiece was replaced. The device was not being used with a patient during the event.

Manufacturer narrative:
H10: the device, intended for use in treatment, was not returned for investigation. DHR review found that no conditions that could contribute to the reported event were found. The reported product met manufacturing specifications prior to being released for distribution. A complaint history review found similar reports, this issue will continue to be monitored. A relationship between the device and the reported event could not be established. Based upon the reported event description, this failure had been previously attributed to a mechanical component failure. A factor that could have contributed to this event is if the drill guide support was aluminum. The material has been changed to stainless steel to increase durability and reduce deformation in the field and a corrective action has been opened for this issue. However, without the actual device or photos for visual inspection to confirm the color or material of the device, the actual cause of the reported event could not be determined.